Manufacturer narrative:
Qc and calibration were passing before and after the event. A field service engineer (fse) determined that there was a sample quality issue, a cellular artifact was identified in the foam detection camera. The fse verified pressure, rinses, and overall function. They completed a qc with no issues observed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The elecsys troponin t gen 5 reagent lot number is 81185001, and the expiration date is 30-nov-2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit. The initial result was 21 ng/l, the repeat result on another cobas pro analyzer was 31 ng/l. The sample was run on the e801 again, with a result of 21 ng/l, and repeated on the other analyzer, the result was 21 ng/l. The result of 21 ng/l was deemed to be correct. The questionable result was not released outside of the lab.